Event description:
Device 2 of 3. Reference MFR report: 3008829311-2017-00190 and 3008829311-2017-00192. Follow up identified surgical intervention was taken, during the procedure the surgeon determined the leads could not be secured in the ins header. The surgeon explanted and replaced both of the leads and the ins. Stimulation therapy was reportedly restored with no shocking sensation postoperatively.

Event description:
Device 2 of 3: reference MFR report: 3008829311-2017-00190 & 3008829311-2017-00192. It was reported the patient was experiencing pocket site pain with the drg system's stimulation on. A sjm representative met with the patient and found the patient's s1 lead was causing the issue. The representative turned the patient's s1 lead off and programmed the patient with only one lead. X-rays were taken but did not show any visible signs of lead fracture, migration or pull-out. Surgical intervention may be taken at a later date.